Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV, and generalized illness symptoms including headaches, fatigue, pain, hives, feeling sick, swollen lymph nodes, inflammation, skin itchy, and burning sensations. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent revision breast augmentation with a 550cc mentor memorygel breast implant on the left side and with 500cc mentor memorygel breast implant on the right side, and experienced bilateral capsular contracture; baker grade IV, and generalized illness symptoms including headaches, fatigue, pain, hives, feeling sick, swollen lymph nodes, inflammation, skin itchy, and burning sensations. As a result, the patient underwent bilateral explantation on (B)(6) 2021. It was reported that the patient's symptoms improved after explantation of devices. This medwatch report is for the patient¿s right-sided device.